Event description:
It was reported that, the subject device had the power supply, but the water intensity button was not working. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d9, d10, h3, h4 and h6. Corrected fields: e1 - postal code. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the water intensity button does not work due to the following cause: because the keypad is disconnected, the flow setting cannot be adjusted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device had the power supply, but the water intensity button was not working. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm